Event description:
(B)(4). Initial information received from a physician on (B)(6) 2009: a currently (B)(6) female was treated with poly-l-lactic acid [sculptra] (lot # 85007, expiration date 31-aug-2007) injections for cosmetic purposes on unspecified dates about three years ago. The physician reports the patient received 6 vials over 6 months and that all 6 vials were from the same lot and had the same expiration dates. The patient was given the injections around the eyes, in the cheeks and jaw line. The physician reports the patient now (specific onset date not provided) has 10 nodules that developed. Concomitant medications and relevant medical history were not provided. No further relevant information reported.